Event description:
It was reported that the patient developed a (B)(6) at the site of her implantable neurostimulator (ins). Symptoms/indications included infection, pain, swelling, and drainage. No abnormal impedances were detected. The ins and lead were explanted. The patient healed, and recovered without sequelae. It was planned that the patient was to have another ins and lead implanted in (B)(6) 2012.

Manufacturer narrative:
Product ID, 3093-28 lot# v863575 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).